Event description:
The customer reported diminished tissue vaporization at 112,029 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no harm to the pt as a result of this event.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of diminished tissue vaporization, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's glass cap was found to be fractured and partially broken off, and showed signs of burning/over heating. Based on the analysis findings, the fiber condition would result in a forward firing condition, which has been identified as potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem.